Event description:
It was reported that, in preparation for an unspecified procedure, it was noted that the distal tip of the maverick2 monorail catheter was fractured. The procedure was completed with another maverick2 monorail catheter. There were no reported patient complications. The patient's status is listed as "good".